Event description:
A nurse reported that following the intraocular lens implantation the experienced glare, blurred vision, star bursts around lights. The iol was exchanged in a secondary procedure. Clinical reason for explant of dysphotopsia. No further information was expected.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).